Manufacturer narrative:
Ge healthcare reported a field modification for this ic9-rs double image malfunction per 21 cfr 806 on (B)(6) 2023. The us-FDA recall number is z-0865-2024. Customers were sent a letter explaining the issue and requesting the customer to perform an inspection test to determine if the probe is malfunctioning. Ge healthcare has determined the cause of the malfunctioning probe to be a probe component. Ge healthcare will replace the probe upon completion of the field action at this site. Legal manufacturer: hcs kretz - (B)(6).

Event description:
The customer reporting seeing a double image while using their ic9-rs diagnostic ultrasound probe and they used another device to perform exams. Ge healthcare performed an onsite inspection test of the customer's ic9-rs diagnostic ultrasound probe as part of correction and removal initiated by ge healthcare on (B)(6) 2023 (us-FDA recall no. Z-0865-2024), and it was concluded the ic9-rs probe has the component malfunction described in us-FDA recall no. Z-0865-2024.